Event description:
Implanted device was not working properly. Removed a few months later due to battery defect. Manufacturer took the implanted device that was explanted. New implant placed. Manufacturer response for vns, (B)(4) cyberonics (per site reporter). No response yet.